Manufacturer narrative:
Additional information: patient weight: unknown/asked information unavailable. Ate implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted, therefore not explanted. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - impact code: 4625 vitrectomy all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded dib00 cartridge was damaged, cartridge split during lens injection. The cartridge tip had patient contact. There was no serious patient injury, no suture(s), however a vitrectomy was performed and it is unknown of the incision was enlarged. The procedure was completed successfully using back-up dib00 21.0 diopter iol. Patient out-come post-procedure was reported as fully recovered/good. No further information is available.